Event description:
Healthcare professional later confirmed rupture occurred on the right side. Capsular contracture was on the contralateral side only.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases and deformation. Cloudiness was observed after the autoclave disinfection process in the gel. A weight test of the device was verified, and the device was within specification. Based on the device analysis the final assessment is:no openings were found in the device.

Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports rupture and capsular contracture of an unspecified side and baker grade. The device has been explanted.